Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had power error detected. Customer's blood glucose level was 3.7 mmol/l. Customer reports they were able to clear the alarm. Customer states they are unable to rewind the insulin pump. Customer states notification light not stopped flashing. The insulin pump will not be returned for analysis.